Event description:
It was reported that the procedure was cancelled. This unknown opticross 35 catheter was selected for use in an intravascular ultrasound procedure for lesion treatment. During the procedure, the catheter could not be retracted; therefore, imaging could not be acquired, and the procedure was cancelled. There were no patient complications.

Manufacturer narrative:
D2b: pro code (product code): (B)(6).